Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. The up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad was removed and there was evidence of contamination found under the button contacts. Unrelated to the complaint, investigation revealed that the display was dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.